Manufacturer narrative:
Intuitive surgical, inc. (Isi) received a da vinci product to perform failure analysis. The integrated electrosurgical generator unit (iesu) was analyzed and the reported failure was confirmed and replicated. The unit was placed on an in-house system and was run in normal mode.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was able to reproduce the issue and replaced the vio integrated electrosurgical generator unit (iesu) to resolve the issue. The system was tested and verified as ready for use. Isi did not yet receive the iesu involved with this complaint to perform failure analysis.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the erbe generator presented the error c-34 and stopped working the monopolar instrument. They switched to a third-party generator. There was no reported injury. Intuitive surgical, inc. (Isi) followed up with the site and obtained the following additional information: there were no injuries to the patient. It was possible to complete the procedure, but an adaptation to the use of a portable electric scalpel was necessary. When the system was switched on, the functionality was checked, and no errors were detected.